Event description:
This is a spontaneous report from a contactable pharmacist. A female patient in the middle of her twenties of an unspecified ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder and wrist), (device lot #j07907n. Expiration date april 2015) from (B)(6) 2015 at 1 wrap daily for neck tension. No medical history was reported. The patient's concomitant medications were reported as unk. The patient experienced a burn blister on (B)(6) 2015. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2015. Clinical outcome of the event was unk. The reporter considered the events as non-serious. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event burn blister as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Follow-up (05/28/2015). New information received from the same contactable pharmacist included device lot number and expiration date. Company clinical evaluation comment: based on the information provided, the event burn blister as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event burn blister as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
This is a spontaneous report from a contactable pharmacist. A female patient in the middle of her twenties of an unspecified ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder and wrist), device lot # j07907n, expiration date april 2015) from (B)(6) 2015 at 1 wrap daily for neck tension. No medical history was reported. The patient's concomitant medications were reported as unk. The patient experienced a burn blister on (B)(6) 2015. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2015. Clinical outcome of the event was unk. The reporter considered the events as non-serious. According to the product quality complaint group: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2015): new information received from the same contactable pharmacist included device lot number and expiration date. Follow-up attempts completed. No further information expected. Follow-up ((B)(6) 2015): new information received from the product quality complaint group included investigational results. Follow-up attempts completed. No further information expected. Company clinical evaluation comment: based on the information provided, the event burn blister as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event burn blister as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
Based on the information provided, the event burn blister as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Burn blister [burns second degree] case description: this is a spontaneous report from a contactable pharmacist. A female patient in the middle of her twenties of an unspecified ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder and wrist) from (B)(6) 2015 at 1 wrap daily for neck tension. No medical history was reported. The patient's concomitant medications were reported as unknown. The patient experienced a burn blister on (B)(6) 2015. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2015. Clinical outcome of the event was unknown. The reporter considered the events as non-serious. Additional information has been requested and will be provided as it becomes available.